Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot. (B)(4)

Event description:
A customer reported to baxter (B)(4) from a pharmacist that an administration set had blue precipitates observed at the end of the set. A patient was connected to the set and was receiving an administration of solumedrol (methylprednisolone) 8 grams through a nacl ecoflac 100ml vial. Reportedly, the set was connected to a 3 ways cair stopcock that is not blue coloured. At the end of the administration, blue precipitates were in the inlet. There was no patient injury or medical intervention reported for the patient.